Manufacturer narrative:
Concomitant product(s): a 305u221 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fever. The implantable pulse generator (ipg) system was explanted due to infection of recurrent enterococcus bacteremia. Vegetation was confirmed on the right ventricular (rv) lead. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.